Manufacturer narrative:
Investigation summary: bd received photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub / collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. CAPA# (B)(4).

Event description:
It was reported that separation was found before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "safety cap part of needle detached from needle. The total safety cap plastic part of the needle detached from the needle. Happened with 4 needles of the same box of needles." 4 occurrences were reported.